Manufacturer narrative:
The customer has indicated that the device will be returned to (B)(4) for evaluation. Once the device is received and the evaluation has been completed, a supplemental medwatch 3500a emdr will be submitted. Multiple attempts were made to receive the lot number of the reported device to document the manufacture date without success. Report source: (B)(4) and foreign as event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that the grater will not work properly and seems dull. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned to (B)(4) for evaluation. The device was inspected and it was observed the cutting teeth have indications of wear in the form of blunt and dull teeth. The reported event is confirmed. Dull reamers are a common failure mode which occurs as a result of the product exceeding its expected use. (B)(4) instructions for use instruct users to visually inspect instrument for damage and wear and to discard instruments with dull cutting edges or damages. A manufacturing review did not reveal any discrepancies. The malfunctions observed are attributed to wear. This device had exceeded its expected useful life. No further investigation is required.